Event description:
A (B)(6) female patient called zoll customer support to report that wires were exposed on her electrode belt trunk cable connector. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation the trunk cable connector was damaged and orange (+5v) and brown (-5v) wires were open inside of the connector. The root cause for the open wires and damaged connector was physical abuse. No adverse event resulted from the damaged connector and open wires. The patient received a replacement electrode belt.